Event description:
It was reported that there was suspicion of premature battery depletion of this pacemaker as the projected battery longevity had dropped from three and a half years to one and a half years in approximately six months. Technical services (ts) was unable to provide a review of the device data as it could not be transmitted. It was advised that device data be transmitted as soon as possible in order to provide a more detailed analysis and an updated battery longevity projection. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. A review of available data by post market quality assurance technicians could not confirm the allegations against this device as there was not enough data to confirm device malfunction. The device was not returned for physical analysis. A review of the device manufacturing records did not find any non-"conformities".

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that there was suspicion of premature battery depletion of this pacemaker as the projected battery longevity had dropped from three and a half years to one and a half years in approximately six months. Technical services (ts) was unable to provide a review of the device data as it could not be transmitted. It was advised that device data be transmitted as soon as possible in order to provide a more detailed analysis and an updated battery longevity projection. The device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there was suspicion of premature battery depletion of this pacemaker as the projected battery longevity had dropped from three and a half years to one and a half years in approximately six months. Technical services (ts) was unable to provide a review of the device data as it could not be transmitted. It was advised that device data be transmitted as soon as possible in order to provide a more detailed analysis and an updated battery longevity projection. The device remains in service. No additional adverse patient effects were reported.